Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7222778.

Event description:
It was reported that the patient was experiencing severe pain during trial procedure upon epidural insertion. The procedure was aborted, and the patient was doing well postoperatively. The device will not be returned due to facility policy.